Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record identified no deviations or anomalies. Product examination found that the battery pack had been damaged from leaking batteries, as shown in attached photos. The leak had caused a few of the battery contacts to become corroded. This complaint is confirmed. However, the root cause cannot be specifically determined with the provided information.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the high mode of the device didn't work because of battery leak. Additional information was received on (B)(6) 2016 stating that the event occurred during surgery on (B)(6) 2016 and an alternate device was used to complete the surgery. There was no harm, injury or adverse event to the patient or operator and there were no contributing conditions related to the event. Medical intervention/additional surgical procedure was not required and there was no extension or delay to the surgery. The proper surgical technique for the device was utilized.